Manufacturer narrative:
The pod was received with the slide insert not visible through the viewing window. Investigation found that the needle mechanism had deployed but retracted after deploying due to the missing catch beam. The missing catch beam resulted in the device failing to deploy as intended, confirming the reported events.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the pink slide did not move forward and the cannula was not visible; indicating the needle mechanism did not deploy as intended. The patient's blood glucose rose to 27 mmol/l (486 mg/dl). The pod was worn for between 4 and 24 hours.